Event description:
A surgeon reported that a pt was experiencing diplopia and halos five days following intraocular lens (iol) implant surgery. Seven weeks later, a yag laser procedure was performed but the symptoms continued. Seven months post implant, the pt had a lasik procedure. One to three weeks following the lasik procedure, the pt reported experiencing diplopia again. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There were no other complaints reported in the lot. Add'l info has been requested. (B)(4).